Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra 2 meter. The customer care advocate (cca) in UK was unsuccessful in getting a hold of the patient to obtain further clinical information. The patient mentioned that on an unspecified time on (B)(6) 2010, she rested her blood glucose and obtained a 1.8 mmol/l ( 32 mg/dl). She did not exhibit any symptoms due to the allegedly low readings; however, took some glucose gel to elevate her blood glucose and then ate dinner. After she ate dinner, she took a nap and then woke up from her nap and tested her blood glucose a obtained a 35.4 mmol/l ( 637 mg/dl). Please note that the meter is not programmed to read over 600 mg/dl. If the blood glucose would have read over 600 mg/dl, the meter would have displayed high glucose above 600 mg/dl. On (B)(6) 2010, the patient tested on a friend's meter (brand unknown) and obtained a 5.9 mmol/l ( 106 mg/dl) and when she tested on her meter she obtained a 16.8 mmol/l ( 302 mg/dl). The patient took extra insulin due to the elevated reading and as a result was feeling ill. No further clinical information was provided in regards to her symptoms, how long her symptoms lasted or whether she attempted to test her blood glucose when exhibiting the symptoms. Based on the information that was provided, the patient did not seek any further medical attention or contact her physician for assistance. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The patient was unable/unwilling to run a quality control test. The product was replaced. The complaint is being reported since the patient alleged that due to the increase dosage of insulin she had taken based on her meter readings, she later developed symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.